Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubble in reservoir. The customer¿s blood glucose level was unknown. Customer also stated that because, of air bubble in reservoir they experienced hyperglycemia. Customer also stated that approximate size of air bubble was twice the size of the end of pen. The reservoir will not be returned for analysis.